Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. On 11/30/2017 update: retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for discoloration of the cannula was not observed as all samples met specifications. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. On 11/30/2017 update: based on evaluation of the retain samples, the customer¿s indicated failure mode for discoloration of the cannula with the incident lot was not observed as all samples met the required specifications. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. On 11/30/2017 update: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The investigation is still in progress and, when completed, the investigation summary will be updated. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a bd¿ vacutainer¿ multi-sample needles 22g x 1.5 was found before use with foreign matter. There was no report of injury or medical intervention.